Event description:
The customer reported that the gastrointestinal videoscope had been left unused for an extended period of time. The issue was identified during routine maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.